Event description:
It was reported that a malfunction occurred with alarm 2 followed by alarm 26, and the occlusion issue did not cause the customer¿s blood glucose to exceed normal levels. The customer observed a ball of insulin and was advised by technical support to perform several troubleshooting steps, including disconnecting and reconnecting the tubing and delivering boluses. Despite these actions, the occlusion alarm recurred, prompting further instructions to change the cartridge and refill it. No visible damage was found on the cartridge, and it displayed no warning notifications during loading. The customer was instructed to replace supplies as necessary and resume insulin therapy.